Event description:
It was reported by service report that the stretcher jack was stuck and the bumper strips were loose, exposing sharp edges. Technician could not confirm the alleged jack malfunction. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result - bumper strip.